Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey1025 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via phone call that on (B)(6) 2021, the midline catheter broke while being inserted into the patients arm. Pt required emergency surgery to have it removed. Add info rcvd 07/13/2021: explant date: (B)(6) 2021. Placement info: arm. Was there any patient harm reported?: yes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter fracture is confirmed and appears to have occurred during insertion of the device. One 10 cm powerglide pro catheter and wings were returned for evaluation. The catheter was returned in two segments. The product sticker label information indicates lot: reey1025. Blood residue was visible within the catheter segments. Microscopic observation of the break surface revealed it to be uneven with sharp, pointed peak. The break surface was observed to have a slight longitudinal split which had outward deformation. The damage appears to be consistent which damage caused by the needle. The product instructions for use (IFU) contains warnings which may have prevented the reported event. The IFU states, ¿warning: once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ since retraction of the catheter against the needle bevel appears to have contributed to the fracture, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via phone call that on 09-july-2021, the midline catheter broke while being inserted into the patients arm. Pt required emergency surgery to have it removed. Add info rcvd 07/13/2021: explant date: 7/9/21. Placement info: arm. Was there any patient harm reported?: yes.